Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported lactated ringers' infusion beeped, and attempted to reset the volume to be infused (vtbi) to 1000 ml. It still did this after disassociating the pump. Clinician changed the vtbi to what was in the chart. The device was not sequestered. There was patient involvement however no patient harm.